Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg pocket site of the occipital system (off label) (date of event unknown). Consequently, surgical intervention was taken on (B)(6) 2015 where the ipg was repositioned which resolved the issue.